Event description:
It was reported that the scale was inaccurate. Due to this, the customer removed the patient from the bed and the patient fell. The customer confirmed that the patient was not injured in the fall.

Manufacturer narrative:
The completed investigation identified that no injury resulted from the reported patient fall. The b5 summary and section h codes have been updated to reflect this.

Event description:
It was reported that the scale was inaccurate. Due to this, the customer removed the patient from the bed and the patient fell. It was reported that the patient sustained an injury in the fall but specific injury details have not been provided by the customer at this time.